Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The excel 36khz straight handpiece was being used on the patient for a liver wedge resection. It was reported that the handpiece was hot during the procedure. The surgeon did not think it was hot enough to stop the procedure or to change the handpiece. The same handpiece was used for the rest of the procedure. There was no injury to the patient nor to the surgeon with using the handpiece. The patient outcome was reported as stable after the procedure was completed.